Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported one of the pt's leads showed invalid impedances during a trial procedure. It was noted the lead appeared to be fine initially but may have been damaged due to the force used during insertion. The lead was removed and discarded. The necessary coverage was achieved with only one lead.